Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 412 mg/dl with ketone of 1.8 mmol/l. The customer was treated for the high blood glucose with insulin pen. The customer's mother reported that the customer had diarrhea and stomach bug going around entire household. The insulin pump was not returned for analysis.